Event description:
Treatment of a right unruptured ophthalmic amorphous aneurysm measuring 11.75mm x 10mm with three stryker coils already implanted in it. During the pipeline procedure, it was reported that the pipeline was stuck in the capture coil and needed manipulation from the marksman to release it. Once the pipeline was released from the capture coil, arterial integrilin was administered to clear a clot formation in the device. Afterwards, the middle of the pipeline would not open and required balloon angioplasty (an option presented in the instructions for use) with a hyperglide balloon to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).